Manufacturer narrative:
Correction: d4.

Event description:
New information received indicated the pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No device problem found.

Manufacturer narrative:
The reported event of noise occurring on both the ventricular lead and atrial lead was confirmed. Review of the session records indicated both ams and hvr episodes were triggered due to noise. The noise was consistent on both channels. Although the event of noise was confirmed, the cause of the noise was not determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12577, 2017865-2020-12579. It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the pacemaker was oversensing noise on the atrial and right ventricular leads. No programming changes or intervention were completed. The patient was stable.